Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the hard drive and cine drive. Both drives were replaced, the nodes flashed, and system files rebuilt. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system locked up. Reports that the system has lock-ups occur during cine fluoro procedures.